Event description:
It was reported that a shaft break occurred. A 12mm x 4.50mm nc quantum apex balloon shaft broke while being introduced into the guide catheter. The nc quantum apex balloon was safely removed without any patient complications.